Event description:
It was reported that sensor did not work. Customer wore for ten hours then attempted to change sensor and found that cannula was missing. Customer is not sure if cannula is still in the body. Customer was advised to seek treatment from healthcare professional regarding possible cannula in the body. Sensor will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.